Event description:
Additional information was received that stated, due to sudden release of lens from injector/cartridge a posterior capsular tear occurred. Contribution pt condition "dense cataract." The cause of the posterior capsular tear was caused bey the injector and cartridge. The pt's pre-op best corrected visual acuity 20/200 with a pre-op refraction -4.50 -075x60. Post refraction -3.00+2.00x85.

Event description:
It was reported that the surgeon inserted a aa4204vf plate silicone lens. The pt's posterior capsule tore during insertion of the lens. The lens was removed and a vitrectomy was performed. Surgery was completed using another lens.